Event description:
The infusion pump was received at the service facility with a vague report that the pump was under delivering while being on a pt. No specific clinical or pt info was received. No pt injuty was reported.